Manufacturer narrative:
Continuation of d10: product ID 97755, serial# (B)(6), product type: recharger. H3: analysis of the recharger, model 97755 , s/n (B)(6), revealed electrical failure - recharger problem, cannot continue, call medtronic message. Visual observation - external burns on wire by relay box. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was patient reported that about 2 weeks ago, the relay box of the recharger started overheating and the wire melted and frayed. Patient stated that the recharger would occasionally take a charge, and they left it alone, but when they tried to use the recharger again, the relay box became too hot, and they couldn't charge the implant anymore. Agent sent a repair request to replace the recharger. No symptoms were reported.